Event description:
A malfunction alarm identified as malfunction code 9 was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the issue, and the customer was advised to continue using the pump. Caller was instructed to contact support again if the malfunction reoccurred, and they confirmed their understanding.